Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call on (B)(6) 2018 that the insulin pump was not working properly. Patient reported high blood glucose of 442 mg/dl but does not state what they treated with. Patient's mother also reported issues with cosmetic damage stating that the insulin pump was dropped and now has cracks. Troubleshooting occurred but issues were not resolved. Product will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Device had cracked lcd window, cracked keypad overlay.